Event description:
It was reported that the right atrial lead had high impedance and required high output and was noted to be" exhibiting possible micro fracture performance" the lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.